Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that during a patient incident, the end user charged the device twice for a defibrillation shock and both times, the device dumped the defibrillation energy on its own. The end user then immediately moved the patient to a second device and continued patient care. The outcome of the patient was not reported.